Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550 cc. Flow rate: 4 cc/hr. Procedure: bilateral mastectomy with tissue expanders. Cathplace: subpectoral. ((B)(4)). Pt had a bilateral mastectomy with tissue expanders procedure on (B)(6) 2011. Pt presented a rash and elevated lft's (liver function test) within two weeks of the procedure. Pt developed later in the postoperative period (about (B)(6) weeks) jaundice, pruritis, and lethargy. Physician indicated that the symptoms were related to a combination of marcaine and desflurane. Pt's current condition is recovered.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will re-open the case report.